Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.